Manufacturer narrative:
This report is filed november 11, 2013.

Event description:
Per the clinic, the device was explanted on (B)(6) 2013, due to infection around the implant side. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).